Event description:
It was reported that an unspecified number of bd insulin syringes with the bd ultra-fine¿ needles experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: consumer reported - found 2 boxes same lot number & item numbers with metal spurs on needle. Did not view all needles within the boxes. But on the ones she did found metal spurs on them. Did not use them. Lot #: 9336484 both boxes catalog#: 328418 both boxes date of event: 05/20/2020 both boxes.

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 6/22/2020. H.6. Investigation: customer returned (11) 1cc, 8mm, 31g syringes in an open poly bag from lot # 9336484. Customer states that there are metal spurs on several needles. All returned syringes were examined and no foreign matter was observed on any of the returned samples. A review of the device history record was completed for batch# 9336484. All inspections were performed per the applicable operations qc specifications. There was one (1) notification [200862325] noted that did not pertain to the complaint. Root cause cannot be determined at this time as the issue is unconfirmed. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd insulin syringes with the bd ultra-fine¿ needles experienced foreign matter contamination which was noted during use. The following information was provided by the initial reporter: consumer reported - found 2 boxes same lot number & item numbers with metal spurs on needle. Did not view all needles within the boxes. But on the ones she did found metal spurs on them. Did not use them. Lot #: 9336484 both boxes. Catalog#: 328418 both boxes. Date of event: 05/20/2020 both boxes.